Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono port. On (B)(6) 2025, patient experienced chest tightness and difficulty breathing. An x-ray was taken to confirm the position of the catheter tip, which revealed that the catheter was fractured. The interventional department was immediately called to remove the fractured catheter with a retrieval device. The catheter was then replaced. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono port in eight thoracic vertebra via right internal jugular vein. On (B)(6) 2025, it was reported that the patient experienced chest tightness and difficulty breathing. An x-ray was taken to confirm the position of the catheter tip, which revealed that the catheter was fractured. The interventional department was immediately called to remove the fractured catheter with a retrieval device. The catheter was then replaced. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows an open kit tray containing dilator loaded with sheath, tunneler , guidewire in guidewire hoop, vein pick, port body attached to the stem, non-coring needle and syringe. Therefore, the investigation is inconclusive for the reported fracture issues as the photo evidence provided is not sufficient to confirm the reported event since no anomalies were noted from the photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.